Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the device was removed on (B)(6) 2016.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that "it hasn't worked in a long time." The patient was getting the device removed because she needed an MRI due to health issues. No symptoms reported. It was unknown when the issues started to occur. It was noted that the patient was going to a doctor today, (B)(6) 2016, to see if they would be her new doctor. She did not currently have a doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.